Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples, but 1 photos were provided for investigation. The photos were reviewed and the indicated failure mode for incorrect stopper color with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the mayoly spindler tube vacu pet the shield/cap stoppe (s) are different color/shade or faded. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "the tubes were found with a blue sealing rubber instead of red."